Event description:
The facility reports a pt was noticed shifting as a clip broke on a sling, during transfer using the ceiling-mounted lift. No injuries were reported.

Manufacturer narrative:
No serial number or pictures of the ceiling lift were received. No allegations or indications of any deficiency were noted. The sling involved was alleged to be a sling of unk size. No sling or pictures were received by the MFR. The clip was said to have broken/sheared during transfer. The washing and drying prescriptions on the guidelines for use of the sling and on its label appear to have been followed, as the investigator on-site reported. Clip pull-to-break tests and clip strength calculations have shown that during the normal intended use, the stress put on the clips cannot break them. Therefore, in order for a clip to break during normal intended use, as appears to have been the case in this incident, the clip must have been damaged by an outside force before use. Although the drying process using a mechanical press is the most obvious source of such a force, possible breaking forces outside of normal use are not limited to that particular source. Since no deformation is possible due to and during the normal intended use, and whatever the source of the deformation before use, this damage should have been noted before use as the guidelines specifically dictate: "before use, always make sure the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing, or other damage and that there is no damage (i.e. Cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling." Clip damage is apparent even if the clip is bent back into shape, as a white line appears to the spot where the clip has been bent. Based on the info received and the consequent investigation, it appears the root cause for the incident is damage to the clip prior to its intended use that was not found prior to use, whereas the guidelines specifically states to check the clip for damage before use. With the info received, the conclusion of the report, and complaint trending, the MFR cannot find a corrective action to be performed towards the product. However, the MFR strongly suggests the operators of its devices at the facility be retrained to the guidelines for use of the sling, which particular attention paid to the "check before use" policy.